Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6fr sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break occurred with the first proglide when the plunger was removed. A second proglide device was used; however, a suture break occurred after harvesting the suture. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20fr and the taa procedure was completed. Hemostasis was achieved with the successfully pre-placed of two proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.